Event description:
It was reported that the short interval counts (sic) for the right ventricular (rv) lead had increased to greater than 10,000. Also, the r-waves were less than 4 millivolts but had always been small. It was noted that the patient works in an industrial area and that the impedance was stable. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: (B)(4) implantable cardioverter defibrillator 2010 (B)(6). (B)(4).